Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No leaks were identified; however, the kink resistant tubing (krt) was worn to the filament and the component did not pass the activation test upon functional evaluation. Both cylinders were microscopically inspected and tested for leaks. Both of them exhibited wear at fold in its middle, along with holes and a leak in their proximal end, consistent with sharp instrument damage. The reservoir was microscopically inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available and analysis results, the pump not passing functional examination could have contributed to the device being removed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed and replaced with a malleable device at the patient's request; however, upon analysis of the returned components, it was noted that the kink resistant tubing of the pump was fatigued to the filament, and in addition, the component did not pass functional evaluation. There were no patient complications.